Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. There was no report of any malfunction of an intuitive surgical inc. (Isi) system, instrument or accessory occurring during the procedure; therefore, no product is expected to be returned.

Event description:
It was reported that after a da vinci-assisted pulmonary lobectomy procedure, the patient experienced breathing difficulties and nodal tachycardia. An electrocardiogram (ECG) and a coronary angiogram (cag) were performed; the ECG showed sinus tachycardia and st-elevation, indicating a possible anterior wall injury. The patient was administered nitroglycerin, "statins" and other heart rate lowering medications. Two days later, the patient's symptoms had resolved and after an additional two days more, the patient was discharged from the hospital and has since not returned. It was reported that the breathing difficulties are believed to be unrelated to any malfunction of the da vinci system, instruments, or accessories occur during the surgical procedure.